Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed that the sterile layers of the heartmate (hm) 3 left ventricular assist system (lvas) implant kit tray were adhered together. A specific cause for this finding could not be conclusively determined through this evaluation. The account submitted two images for evaluation that showed the first and second layers of the sterile packaging that appeared to be adhered together. No damage or breaches in the sterile layer were observed. It was reported that the packaging was discarded. The patient remains ongoing heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. A manufacturing analysis task was initiated to investigate the bonding of the first and second layers of the lvas implant kit tray. Although a specific cause could not be conclusively determined, it was noted that the package may have been stored outside of the prescribed temperature and humidity ranges once outside of abbott's controlled inventory. A device history record (DHR) review was performed and showed no deviations from manufacturing or quality assurance specifications. It was determined that there was no suspected manufacturing/design related issue and that no further scoping, bracketing, or corrective actions are necessary. The hm3 lvas instructions for use (IFU), is currently available. Section 5 of the IFU, ¿surgical procedures¿, contains information regarding the unpacking of the hm3 lvas kit. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the implantation procedure, the nurse opened the sterile pump packaging, and it was noted that the "first layer was very close to the second sterile layer, and it appeared to be glued together." It was reported that the two layers then separated when the outer sterile layer was opened.

Event description:
It was reported that during the implant surgery, the nurse opened the sterile pump package and found that the first layer was very close to the second sterile layer. It seemed that they were glued together.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.